Event description:
It was reported the exposure button was sticking. The field engineer reported the system was unable to make an exposure due to this issue. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.